Event description:
It was reported that the doctor found cuff leakage during clinical setting before using on patient. No impact on patient."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that"the doctor found cuff leakage during clinical setting before using on patient. No impact on patient."

Manufacturer narrative:
Qn#(B)(4). The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that both cuffs were able to maintain pressure at 25mbar. A water leak test was then conducted on the returned sample by immersing it underwater. No bubbles were observed flowing out from either cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage could not be confirmed as there were no issues found with the returned sample. The device functioned as intended.